Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The monitor was plugged into a test baton, powered on and no image appeared on the screen. The front shell of the monitor was replaced. The baton was plugged into the monitor, powered on and good images appeared on the screen. The device was returned to customer. Additional part used: glidescope avl video baton 3-4, catalog: 0570-0313, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the monitor would light up and power on but the screen did not light up at all. A delay in the procedure of approximately ten minutes occurred as a back-up device was obtained. No harm to patient or user was reported.